Manufacturer narrative:
The reagent lot number and expiration date were not provided. It was noted that multiple qc values were out of specification on 03-nov-2024 and 04-nov-2024. The field service representative adjusted the rinse level on the sample probe and replaced the sample probe. The customer performed qc with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose results for 2 patients on a cobas c 503 analytical unit. Patient 1: the initial result was 18 mg/dl. The patient's doctor requested repeat testing. The patient was tested using a glucometer and the result was 143 mg/dl. The type of glucometer was not specified. The sample was repeated on another module and the result was approximately >100 mg/dl. The exact value was not provided. The repeated result was believed to be correct. Patient 2: the initial result was 29 mg/dl. The patient's doctor requested repeat testing. The sample was repeated on another module and the result was 86 mg/dl. This result was believed to be correct.